Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor, urinary dysfunction, sacral nerve stim. It was reported that their recharger was not working. The patient stated they hadn't charged their implanted neurostimulator in probably about 6 weeks and when they went to charge it last week because they were "having issues" so that's when they went to go charge the recharger and that's when they noticed the rapidly scrolling battery lights while the recharger was on the recharging dock. Patient services had the patient check the charging cable and the patient confirmed they were using the thick cable that they got when they got implanted and that the green light was solid and steady on the back of the dock. Patient services had the patient place the recharger on the dock and hold the power button down for 10 seconds but that did not resolve the issue. Patient then attempted a recharger reset but the troubleshooting steps that were taken on the call did not resolve the issue. An email was sent to the repair department to replace the device and the patient was sent a replacement recharger. Patient services also reviewed best practices for recharger maintenance. Patient confirmed they hadn't been keeping the recharger on the dock and charging when not in use. Patient stated they would put it away and store it until they went to charge the next time but noted from now on they would keep it on the dock and charging when not in use.

Manufacturer narrative:
H3: analysis of the wireless recharge (s/n: (B)(6)) revealed that the led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. Continuation of d10: product ID wr9220, serial# (B)(6), product type recharger product ID cd9000, serial# (B)(6), product type multiple therapy product section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.